Event description:
The user returned the product under warranty. Our inspection found a small out in the cord which could have exposed the user to bare wire.

Manufacturer narrative:
The user returned the product under warranty. Our inspection found a small out in the cord which could have exposed the user to bare wire. This type of failure is usually the result of excessive bending of the cord. We have initiated a CAPA project ((B)(4)) to remedy this issue.